Event description:
During a ptca / stenting treatment procedure involving a calcified and 99% stenotic lesion that had been pre-dilated, in the proximal portion of a somewhat tortuous lad coronary artery, difficulties were encountered in removing air from the nir elite balloon prior to stent placement. The nir elite balloon catheter was removed and replaced with a tryster 13/3.5 mm catheter to successfully complete the procedure. A bmw guidewire (size unknown) and a 6f cyber vl guide catheter were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. Pt status is reported as 'good'.